Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A parent called in stating that their daughter's oral-b refill toothbrush head kept coming off of the oral-b toothbrush handle, type 3756 (product lot: f40432028). No injury was reported.